Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported that the tube's cuff slowly leaks which requires that she frequently add air to the cuff during the night, which wakes the patient up. The tube was discarded when it was changed out.